Manufacturer narrative:
Please note that this MDR is being submitted as the complaint was migrated from the previous complaint handling system.  No additional information has been received.

Event description:
It was reported that the 5.0 x 60 mm smart flex stent could not be deployed and the tip of the sds (stent delivery system) was found to be "loose." There was no further information available. The product will be returned for analysis. Addendum (12/07/2015): the tip fracture was observed during use on the patient, there was no report of patient injury. There is no further information available.